Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that three out of five times the cannula was missing from the needle. Further, as the cannulas were missing so nothing went in and the patient's sites just leaked from the sticky part. Reportedly, the patient just changed everything including the sensor, everything was fine, and the blood glucose level was normal. However, after the patient went to bed, the next thing the patient knew was that the paramedics were at the patient's house helping down the stairs. Consequently, on (B)(6) 2021 between (1:00 pm - 04:00 pm), the patient was hospitalized with blood glucose level of 983 mg/dl and diabetic ketoacidosis. During hospitalization, the patient received intravenous insulin infusion. The patient was hospitalized for five days and was released on (B)(6) 2021. Currently, the patient's blood glucose level was 983 mg/dl. No further information available.